Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an infusion set tubing kinked event on (B)(6) 2024. Infusion set was used for less than 24 hours. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.